Event description:
A user facility returned the olympus asset, evis exera iii colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the air/water cylinder had foreign material attached. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process and in addition to the reported in b5, the device evaluation found the following: the air/water cylinder had no color, the forceps channel port had a scratch, the suction cylinder had no color, switch 2 had a scratch, the plug unit had a scratch, due to a pinhole on the connecting tube the water tightness was lost, and the light guide lens had a crack.the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was was confirmed that foreign matter was attached to/clogged the air and water cylinder, but it was not possible to identify the foreign matter. Due to leakage from the connecting tube, proper reprocessing may not have been possible and the foreign matter may not have been removed. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.